Manufacturer narrative:
Device is combination product. Date of event was estimated based on aware date and the event date was not reported.

Event description:
It was reported a dissection had occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 16 x 2.5mm, concentric, de novo target lesion with a bend between 45 and 90 degrees was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. Predilation was performed with 75% residual stenosis. A 16 x 2.50 promus element plus drug-eluting stent was deployed in the mid-distal portion of the lesion in the lad. It was then noticed that there was a distal edge dissection. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.